Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.

Event description:
The patient had pain, and was diagnosed with hematoma. The patient underwent prophylactic drainage. The patient also received prophylactic antibiotic therapy, dapt and analgesic therapy.